Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver was still stuck on initialization screen. Functional testing was unable to be performed due to perpetual rebooting. The reported event of unexpected receiver shutdown was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.